Manufacturer narrative:
Correction: device eval by manufacturer? And manufacturer narrative investigation summary: the reported complaint of high failure rate involving the pca lock assembly door sensor switch (¿black switch¿) was partially confirmed during the investigation. Physical damage was observed on the returned devices, and supporting information from bd and facility staff suggests that cleaning practices may be contributing to the issue. The external and internal inspection process was performed on the suspect pca modules (s/n (B)(6) and s/n (B)(6)). For s/n (B)(6), physical damage was observed on the door lock sensor (referred to as ¿black switch¿ by the facility), along with particulate matter near the component. No internal anomalies were identified during disassembly. All inspected components were confirmed to be manufactured by bd. For s/n (B)(6), damage was observed on the door lock sensor, along with fibrous particles near the component. A crack was noted on the rear door, and the lock housing appeared misaligned, causing resistance when opening or closing the door. No internal anomalies were identified during disassembly. All inspected components were confirmed to be manufactured by bd. Functional and preventive maintenance tests were performed on the suspect pca modules. Both units completed the programmed infusion without anomalies, alarms, or interruptions. Preventive maintenance tasks were executed using asm v12.5; all tasks passed successfully except for the instrument inspection, which failed due to physical damage observed on the door lock sensor. The error and event logs from the suspect pca modules were retrieved to determine the details of the reported event. However, the facility did not provide the date and time of the event. The associated pcu or its logs were not provided to bd; therefore, it was not possible to identify the drug programming. The pca module event logs only contain limited infusion details such as the rate, volume to be infused (vtbi), and alarm events. A review of the pca error logs did not reveal any errors that may have contributed to the reported event. A review of the pca with s/n (B)(6) event log showed that the last recorded activity occurred on (B)(6) 2025 at 12:23 pm. An infusion was programmed with a rate of 1ml/hr and a vtbi of 12.1336ml. The infusion was initiated at 12:23 pm but was immediately paused due to the door being opened. At 12:24 pm, the door was closed and locked, and the infusion was restarted using the restart key. The unit remained active until it was powered off at 3:37 pm using the channel off key. A review of the pca with s/n (B)(6) event log showed that the last recorded activity occurred on (B)(6) 2025 at 2:44 pm. A prime infusion was initiated with a rate of 150ml/hr and a vtbi of 0.6ml, which started and completed within the same minute. One minute later, at 2:45 pm, the unit was powered off using the channel off key. The bd alaris system¿ cleaning and disinfecting procedures state that the approved cleaning solutions for use are: clorox healthcare® bleach germicidal wipes. Dispatch® hospital cleaner disinfectant towels with bleach. Metrex caviwipes¿ bleach disinfecting towelettes. Do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause of the reported issue involving a high failure rate of the pca lock assembly door sensor switch may be related to cleaning practices. Based on information provided in emails from bd technical staff and the facility¿s clinical team, adhesive labels are placed near the sensor, and cleaning agents such as virex are used to remove them, which may result in unintended chemical exposure to the component. Physical damage was confirmed during inspection, although the sensor retained its functional response. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that high failure rate is with pca lock assembly door sensor switch snapping off. There was no patient involvement.

Event description:
It was reported by customer that high failure rate is with pca lock assembly door sensor switch snapping off. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of high failure rate involving the pca lock assembly door sensor switch (¿black switch¿) was partially confirmed during the investigation. Physical damage was observed on the returned devices, and supporting information from bd and facility staff suggests that cleaning practices may be contributing to the issue. The external and internal inspection process was performed on the suspect pca modules (s/n (B)(6)). For s/n (B)(6), physical damage was observed on the door lock sensor (referred to as ¿black switch¿ by the facility), along with particulate matter near the component. No internal anomalies were identified during disassembly. All inspected components were confirmed to be manufactured by bd. For s/n (B)(6), damage was observed on the door lock sensor, along with fibrous particles near the component. A crack was noted on the rear door, and the lock housing appeared misaligned, causing resistance when opening or closing the door. No internal anomalies were identified during disassembly. All inspected components were confirmed to be manufactured by bd. Functional and preventive maintenance tests were performed on the suspect pca modules. Both units completed the programmed infusion without anomalies, alarms, or interruptions. Preventive maintenance tasks were executed using asm v12.5; all tasks passed successfully except for the instrument inspection, which failed due to physical damage observed on the door lock sensor. The error and event logs from the suspect pca modules were retrieved to determine the details of the reported event. However, the facility did not provide the date and time of the event. The associated pcu or its logs were not provided to bd; therefore, it was not possible to identify the drug programming. The pca module event logs only contain limited infusion details such as the rate, volume to be infused (vtbi), and alarm events. A review of the pca error logs did not reveal any errors that may have contributed to the reported event. A review of the pca with s/n (B)(6) event log showed that the last recorded activity occurred on (B)(6) 2025 at 12:23 pm. An infusion was programmed with a rate of 1ml/hr and a vtbi of 12.1336ml. The infusion was initiated at 12:23 pm but was immediately paused due to the door being opened. At 12:24 pm, the door was closed and locked, and the infusion was restarted using the restart key. The unit remained active until it was powered off at 3:37 pm using the channel off key. A review of the pca with s/n (B)(6) event log showed that the last recorded activity occurred on (B)(6) 2025 at 2:44 pm. A prime infusion was initiated with a rate of 150ml/hr and a vtbi of 0.6ml, which started and completed within the same minute. One minute later, at 2:45 pm, the unit was powered off using the channel off key. The bd alaris system¿ cleaning and disinfecting procedures state that the approved cleaning solutions for use are: clorox healthcare® bleach germicidal wipes. Dispatch® hospital cleaner disinfectant towels with bleach. Metrex caviwipes¿ bleach disinfecting towelettes. Do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pca module s/n: (B)(6) (w/o: (B)(4)). The device was opened for investigation. Please re-torque all screws. Replace the door lock sensor (¿black switch¿) and the latch assembly due to physical damage. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pca module s/n: (B)(6) (w/o: (B)(4)). The device was opened for investigation. Please re-torque all screws. Replace the door lock sensor (¿black switch¿), the rear door due to cracking, and the lock housing due to misalignment. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable root cause of the reported issue involving a high failure rate of the pca lock assembly door sensor switch may be related to cleaning practices. Based on information provided in emails from bd technical staff and the facility¿s clinical team, adhesive labels are placed near the sensor, and cleaning agents such as virex are used to remove them, which may result in unintended chemical exposure to the component. Physical damage was confirmed during inspection, although the sensor retained its functional response. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.